Event description:
The customer reported that the device failed to power up. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up[. There was no reported patient involvement. The device was evaluated by a philips field service engineer. The symptom was verified. The issue was localized to a defective printer assembly which caused the power pca to malfunction. The printer assembly and power pca were replaced to resolve the issue. The device then passed all testing. This was a malfunction of the printer assembly.